Event description:
It was reported that the pt experienced increased baseline spasticity and had not been getting any therapy for 6 months. The caller provided that the catheter access port was accessed but x-ray showed a catheter fracture. A catheter revision or replacement was planned. The daily dose of lioresal 2000 mcg/ml being delivered via the pump was not reported. The pump was filled with preservative free normal saline in 2008.

Manufacturer narrative:
Results code: used for the catheter.